Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to increased counts to sensing integrity counter (sic) and two or more high rate non-sustained episodes which was caused by t-wave oversensing (twos). It was noted the patient has substantial fluid swings suggestive of a clinical status issue. On stating this, caller suggested the patient may have electrolyte issue. The rv lead remains in use. No patient complications have been reported as a result of this event.